Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had a right hemisphere cerebrovascular accident related to total occlusion of right internal carotid artery. It was noted the patient had left leg weakness and numbness within twenty-four hours of test lead placement. It was reported the patient was hospitalized from (B)(6) 2011. It was noted the patient discontinued stimulation from (B)(6) 2011. It was reported the patient was restarted on aspirin for cad/cva/tia prevention, had a CT scan, EKG, carotid doppler and chest x-ray. It was noted the event was a worsening pre-existing condition. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2011.